Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the operator used a 5f exoseal vascular closure device (vcd) to close the puncture site; when the indicator window turned black/black, they found the plug deployment button could not be pressed, so they switched to manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter at least 5 mm and no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excessive force was encountered during advancement or connection, and the sheath introducer engaged and locked with an audible click. Pulsatile blood flow was observed, and the indicator window turned solid black. The device will be returned for evaluation.